Manufacturer narrative:
(B)(4). (B)(6). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effect is generally a known effect associated with the use of the device and the procedures in which it is utilized. In the absence of any reported device malfunction, a potential relationship between the reported patient effect and a device issue is unlikely. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: the index procedure took place on (B)(6) 2010. On (B)(6) 2012, the patient had undergone intravascular ultrasound revealing a totally occluded right coronary artery, not the left anterior descending artery as previously reported, for which elective coronary artery bypass was performed. There was no restenosis of the previously deployed stent confirmed. The patients current condition is satisfactory.

Event description:
It was reported that during the index procedure a 2.75x18 mm promus stent was implanted in the proximal left anterior descending artery. Based on results from angiography on (B)(6) 2012, the patient underwent coronary artery bypass of the target vessel on (B)(6) 2012. No additional information was provided.